Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to extreme low blood glucose levels. The blood glucose reading was 36 mg/dl. The nurse declined troubleshooting on the insulin pump, advising that she would have the customer call back to run the troubleshoot procedure. Nothing further reported.